Manufacturer narrative:
The event was confirmed. Visual inspection: the device shows signs of use and damage from other devices. There are no visual indications that the trial is broken. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The event was confirmed. No material or manufacturing defects were observed on the device features examined. The root cause can be attributed to user misuse.

Event description:
It was reported that patient was revised on a left knee due to loose components. During the revision surgery the adapter trial was broken. Another one was used.

Event description:
It was reported that patient was revised on a left knee due to loose components. During the revision surgery the adapter trial was broken. Another one was used.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.